Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Washed hands with alcohol and put bandaids; was medical or surgical intervention required? No; was there any special diagnostic test performed? Confirmed no hepatitis etc with patient labs; what is the status of the surgeon injury today? Surgeon is okay; was it difficult to break the ampoule (was extra force needed to break the ampoule)? Broke normally; was the ampoule crushed repeatedly? Yes, surgeon was trying to squeeze more product out during case; can you identify the lot number of the product that was used? Do not have lot; is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? Do not have lot; if yes, what is the device return status? Sent for return today, 10/28. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The analysis results found that the product device was returned for analysis. Upon visual inspection, it was observed a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device and device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and topical skin adhesive was used. They broke the glass on the unit and it stabbed the surgeon. No other information is available at this time. No adverse patient consequences reported. Additional information was requested.